Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. Customer's blood glucose (bg) level was in the 200's mg/dl range. Additionally, it was reported that the customer experienced a bg above 500 mg/dl; cause was not known. Correction boluses were delivered via the pump to address bg. Recommendation was made to contact a healthcare provider regarding diabetes management.